Event description:
It was reported that balloon rupture occurred. The target lesion was located in the saphenous vein graft to the right coronary artery. A non bsc guide wire was placed then a 12 x 4.00 rebel stent was advanced to the lesion. The physician pulled negative on the stent delivery system (sds) however blood was coming back into the inflation device and was noted that the balloon was ruptured. The stent remained intact on the sds balloon. The device was removed from the patient's body and the procedure was completed using a 4.0x16mm stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).